Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced a headache after a trial procedure. The patient was admitted to the hospital over night for this issue. Test results were negative, there was no infection nor csf leak, therefore, the patient was discharged.